Event description:
This pt underwent coil embolization, and the orbit rdfl complex standard coil was partly positioned within the aneurysm, but could not be placed completely and therefore had to be withdrawn from pt. During withdrawal, coil separated at the detachment site of the system. The coil portion, which was broken off, could be completely saved within the microcatheter (from bsic). Micro catheter will also be returned. No adverse effects on pt were noted. Additional info indicated that prior to inserting in the pt, the delivery system, coil or microcatheter (mc) were not damaged. All products were prepared per (IFU) instruction for use guidelines. During insertion of the delivery system, no resistance or friction was noted with the mc. At any time during the deployment, the coil/delivery system was utilized like a guidewire (the coil/delivery system left inside the aneurysm and the mc was advance over the delivery system/coil). During coiling procedure, constant fluoroscopy was performed. No resistance was noted during removal from the aneurysm into the mc, and no issues were noted with the mc. A constant and dedicated flush was maintained through the mc.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.